Event description:
It was reported that the balloon on the iab leaked during use. The iab was removed without any pt complications.

Event description:
It was reported that the balloon on the iab leaked during use. The iab was removed without any pt complications.